Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would turn itself off. The epg had intermittent shut down. The battery was replaced and the device turned itself off again after two minutes. It was further reported that the battery was too small thus not allowing sufficient contact. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event with a test battery that had the dimensions of the reported event 44 millimeters (mm), not the battery that was returned with the device. The device functioned normally with a standard 9-volt alkaline recommended battery. The customer used a 9-volt battery of height = 44.2 mm. This model is not specified for a battery of 44.2 mm height.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.